Event description:
Drive deilbiss healthcare is the initial importer of the device which is a walker. We have received photos of the damaged device. End-user is not returning the device for evaluation. Spouse reported that walker dispensed to patient failed as one of the legs on the walker bent;. Patient fell hitting his head resulting in bleeding the following data is from notes from physical therapy associate with assessment initial visit on when walker received. Patient is homebound with poor endurance and sob with minimal activity, gait is limited to household distances. Patient identified as high risk to fall environment described as cluttered, pets poorly controlled, slip hazards present. Patient very unsafe with rolling walker.